Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 42 mg/dl so he self-treated with soda and candy bar and there was no bg taken. The patient didn´t experienced any symptoms. The cgm continued reading 42 mg/dl after the treatment. The patient went to the hospital just to make sure, the cgm reading was 52 mg/dl and they took a bg reading which was 300 mg/dl. The patient was treated with unspecified IV medication. After the treatment the bg reading was normal. The patient was discharged after 5 hours. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when patient arrived in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.